Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose level of 319mg/dl. Elevated bg level was treated by administering a correction bolus, and the issue resolved.